Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in the operation room, and after the pocket was closed during a routine device changeout, the patient crashed. The patient was stabilized and transferred to the intensive care unit (ICU), and later died. It was unclear what caused the patient¿s complications and death. No further information could be obtained after multiple follow-up attempts.